Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. No specific patient information regarding events has been provided. Attempts are being made to obtain the following information. If further details are received at the later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon products / ultrapro hernia system, involved caused and/or contributed to the adverse events described in the article, specifically: indirect hernia recurrence, laparoscopic treatment? If yes, provide details of event and specific suture product code. Can specific patient demographics be provided for each of the subjects of this article? If yes, please include: date of procedure, where procedure was performed, specific medical/surgical intervention per patient, product involved, pre-existing conditions. Are the product code and lot numbers available for devices used, ultrapro hernia system? Journal article: 17th annual hernia repair: march 30-april 2, 2016 washington dc, USA. Citation: doi 10.1007/s10029-016-1468-8; hernia 2016 march; 20 suppl 1:1-138 p-366. Presentation title: clinical analysis and laparoscopic treatment of recurrence after open inguinal hernia repair. Presentor/author: cai x. Country: (B)(6)

Event description:
It was reported in a journal article that the patient underwent an open hernia/gilbert repair procedure on unknown date between (B)(6)2010 and (B)(6)2015 and the mesh was implanted. After the procedure, the patient experienced recurrent indirect hernia and underwent a laparoscopic repair. During the re-operation, the mesh was possibly removed due to impeded repair. Additional information has been requested.